Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt¿s wife reported that she found the pt in the bathroom, blue and slumped over the walker. The pt¿s wife administered cardiopulmonary resuscitation (CPR) and called 911. CPR was continued by emergency medical services (ems). Upon the pt¿s arrival to the hospital, an echocardiogram (echo) was performed and the cardiologist stated that there was minimal electrical activity or heart movement. All pump parameters were within normal limits and no pump alarms were noted. Family decided to stop pump and pt expired.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further into is available at this time. A supplemental report will be submitted when the device analysis is completed.